Event description:
It was reported to boston scientific corporation that a partially covered wallflex biliary rx stent was used in the common bile duct during a biliary stent implantation procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to prevent the bile leaking into the gallbladder due to damage of the gallbladder wall. Reportedly, the patient's anatomy was not tortuous and a contrast study was performed in the bile duct prior to procedure. During the procedure, the physician implanted the stent placing the distal tip in the papilla successfully. However, the stent wire located in the duodenum was bent and failed to fully expand. No intervention was done to fully expand the stent and was left in implanted since bile drained from the lumen without issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) stent failed to expand. (B)(4) stent damaged. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.